Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted a battery depletion code. Tones were emitted. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services consultant recommended replacement. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted a battery depletion code. Tones were emitted. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Additional information received and indicated that the device continued to deplete in an accelerated and predictable fashion. Technical services consultant recommended replacement. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received indicating that pbd was confirmed, and elective replacement indicator (eri) is pending and will trigger soon. Without shocks, eol is expected to occur in the near future. Extending replacement beyond eol is technically possible but outside of labeling guidelines. If no malfunctions occur and battery consumption follows predictable patterns, enough battery capacity could support six full-energy shocks under 15 seconds beyond eol for several months. Increased monitoring is recommended if the device remains in service, with the next follow-up in 90 days or at eol, and more frequent follow-ups thereafter. Additional information was received indicating that this s-ICD was explanted and replaced due to premature battery depletion (pbd). No additional adverse patient effects were reported.